Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, a clindex notification was received indicating that a severe complication occurred to a patient listed in the shoulder arthroplasty registry. The patient underwent revision surgery on (B)(6) 2023 for device explanation due to the loosening of the implants in the glenoid. The revision surgery was completed by implanting a cement spacer into the joint space. The original procedure where the univers apex system was implanted was performed on (B)(6) 2017.